Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse called and reported that last night while the patient was in drain 3 of 4, volumes unknown, the patient kept receiving an air detected in the cassette message. The nurse was not near the cycler at the time of the call. The nurse stated that the patient's caregiver called the on-call pdrn, and they were advised to cancel treatment. The nurse stated that once they removed the cassette in step 9 of treatment end screens there was fluid leaking out of the pump module. The nurse confirmed that there was fluid inside cassette area. Tech support advised nurse to advise patient to discontinue use of the cycler and patient will revert to manuals. During follow up the patient's nurse reported that the patient was prescribed prophylactic antibiotics 1 gm vancomycin and 60 mg gentamicin. And effluent culture was negative for infection. The cassette was not made available for evaluation.